Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. It was also reported that the patient's surgical area was painful and it was draining. There were no additional adverse effects reported. The product was explanted.